Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, d9, g3, g6, h2, h3, h4, h6, h8, h10. Review of the most recent repair record determined the switch was not functioning, the motor had signs of corrosion, and the external e-rings and needle bearing were worn. The motor, e-rings, needle bearing, and switch were replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted. (B)(6).

Event description:
It was reported that the item stopped during a debit. No additional information available at this time. No adverse events were reported as a result of this malfunction.